Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that there was a crack on the pump main unit, battery failure, and pump beeps. The customer reported a blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated by administering bolus. The event involved product(s) mmt-1886. Troubleshooting was not performed. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement test, rewind, seating, basic occlusion test, occlusion test, force sensor test, active current measurement, sleep current measurement test and self-test. Unit passed dat at 0.0874 inches. No failed battery test noted during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. No unexpected alarms/alert/anomalies noted during testing. Unit successfully downloaded to thump and carelink. Unable to verify high bg's. In further full review of the pump history on the event date of 28-feb-2025 found daily total of bolus insulin delivered to be 27.8 units. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. During download history review no relevant alarms confirm in download history files to confirm complain code. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube) and scratched case. Audio/vibrate anomaly/absence of alarm and failed battery test were not confirmed. Unable to verify customer alleged for high bgs. Cosmetic damage was confirmed at the keypad select button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.